Event description:
It was reported that at initial fitting, the pt was not able to hear with his audio processor. Even with maximum amplification, the pt experienced no hearing sensations. Rtf measurement was carried out, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.